Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, when attempting to upgrade the subject programmer to the current software version (smartview 2.56 ug1), the software upgrade is interrupted and the message 'cannot upgrade smartview. Please insert the smartview install drive or contact your sorin representative' is displayed.